Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 100507 device was using during a fibro bronchial endoscopy procedure on (B)(6) 2019. When removing the device, it would not come out of the scope. The device had to be cut in order to remove it from the scope. There was no report of fragmentation being removed from the patient. The procedure was completed using an alternate device. There was no report of patient or user injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the device found the device functioned as intended; no fault found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 64 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: note: care should be taken that, if resistance is met, the endoscope tip should be repositioned to allow smooth passage of the biopsy forceps. Note: be certain the forceps are in the closed position prior to advancing the forceps into the endoscope, and maintain this closed position while moving through the working channel of the endoscope. Note: do not force the forceps if they do not pass smoothly through the endoscope, as this may damage both the forceps and the instrument channel of the endoscope. Note: do not apply excessive force when opening and closing the forceps. This issue will continue to be monitored through the complaint system to assure patient safety.